Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl. Customer stated that the insulin pump does not work and unable to program a bolus due to act button was unresponsive. Customer also reported that she has been sick for days and could not eat and was dehydrated. During the ER visit, customer had a high blood glucose reading of 500 mg/dl and down to 300 mg/dl after treatment. The customer was treated with IV drip. Customer stated that the insulin pump was exposed to x-ray and confirmed that the insulin pump time was advancing. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. The motor was tested outside the device and passed. Unit properly received bg readings from one touch ultra link bg meter. Unit received with cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and minor scratches on lcd window.